Manufacturer narrative:
The impella 5.0 and data logs were returned for review. There were no issues with the product or data logs relating to the failure mode. The cause of the septic shock on the patient was unable to be determined. There was no evidence indicate the relation between the impella and the septic shock. All impella products were sterilized before sending to the customer. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot. Infection is listed in the tempubunsho as a potential adverse event that may be associated with the use of the impella device. Abiomed will continue to monitor these types of events. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported the patient's cardiac functioned improved once impella 5.0 was inserted; however, the patient experienced a fever which is believed to have been due to long-term detention of impella. The patient developed septic shock. The physician stated the infection subsided shortly after the removal of the device. Patient was administered (B)(6) for drug administration which were replaced when the impella device was removed. The physician felt the causal relationship with the impella was unknown. The patient was safely weaned and there were no troubles when removing the device. After the removal, the heart failure treatment was continued by intravenous drip, but the hemodynamics were stable.